Event description:
The repiratory therapist was, paged to the unit. She found the pts ventilator alarming visually and audibly indicating that it was not cycling. She bagged the pt until the pt could be placed on another ventilator. The ventilator was brought down to the rt dept and examined. An error code logged into memory at 12:24am indicated a fault had occurred at that time causing the ventilator to malfunction. This error code is indicative of radio frequency interference such as that caused by a nearby cell phone or 2-way radio. This pt is incacerbated requiring a sheriff; deputy at the bedside. Yesterday afternoon reporter found the deputy talking, on a cell phone 3 feet from this pt's ventilator. Reporter advised the rn assigned to this pt of the extreme hazard this poses to medical equipment, particularly on ventilation.